Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12773. It was reported that pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A 21mm watchman ® laa closure device was successfully implanted in the laa via the watchman® access system. Approximately two hours post procedure the patient developed a pericardial effusion. The source was unknown. They performed pericardiocentesis and the patient was transferred to ccu. The patient was stable and discharged was planned for the following day.